Event description:
Patient fell and experienced a peri prosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The event was not confirmed as product was not returned for inspection and patient medical records were not provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated there has been no similar reported events for the referenced lot ID. A root cause for the reported event could not be determined with the limited information provided. It is likely that this event is not device related as the event description indicates the patient encountered a traumatic event from a fall.

Event description:
Patient fell and experienced a peri prosthetic fracture.